Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump wont turned on and the screen was black. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was not performed and it was noticed that the battery cap contacts and battery compartment or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. No product return is required for mmt-1711k.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt and baat tool were both utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The baat tool revealed that a battery cycle 299.0 received the lowbatteryalert (104) on 08/02/2024 17:38:00 faster than expected at 0.03 days. Battery cycle 173.0 received the lowbatteryalert (104) on 02/03/2024 16:04:00 faster than expected at 0.0 days. Battery cycle 128.0 received the lowbatteryalert (104) on 12/24/2023 23:08:00 faster than expected at 0.0 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. However, the adapt tool was further utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. However, the adapt tool did not reveal any relevant alarms that occured near the complain date. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage was noted during visual inspection. The following cosmetic damages were noted: cracked case battery tube, cracked corner of belt clip rails, broken belt clip rails, cracked keypad overlay, stained keypad overlay, cracked battery threads, missing display window cover, pillowing keypad overlay, and scratched case. In conclusion, customer concern was not confirmed of blank display no relevant alarms were noted via the adapt tool. However, customer did experience an unexpected power loss via baat tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.